Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger, product ID 97740, (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patients leads had slipped. It was further stated that the leads ¿struck down two vertebras¿ and the patient had to have the leads fixed in (B)(6) 2014. It was further clarified by a nurse at the patient¿s pain clinic that the lead revision occurred 2014-(B)(6) as the lead slipped and the patient was receiving stimulation in the right leg. The procedure went well.